Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, unspecified medical conditions, ptosis, asymmetry. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered unexplained systemic symptoms, including unspecified illness and medical conditions. Multiple attempts were made for clarification on the patient¿s symptoms and medical condition. However, no response was received. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided grade ii capsular contracture and bilateral breast ptosis and asymmetry. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, right-side rupture was observed. The patient was fully recovered after the revision surgery. This report is for the left-sided prosthesis.